Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler rx device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a 100% stenosed, mildly tortuous, and moderately calcified lesion in the distal right coronary artery. Prior to use, the 1.20x06mm traveler rx balloon dilatation catheter (bdc) was prepped per instructions for use. Resistance was met with the lesion during advancement of the bdc. The bdc was inflated once; however, the balloon ruptured. Pressure could not be held past 5 atmospheres. The bdc was removed and inflated outside the anatomy, confirming a balloon rupture. The procedure was successfully completed with a non-abbott bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.